Manufacturer narrative:
The t:slim g4 pump user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. It also instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer loaded a cartridge onto the pump, a cartridge alarm 5 occurred. The customer loaded more insulin into the same cartridge and another cartridge alarm 5 occurred. Air bubbles were noted in the tubing. Reportedly, the customer had not been performing the cartridge air removal step. During troubleshooting with tandem technical support, the customer was guided through the proper load and fill process.